Event description:
Customer reported the system is fluoroing but no image is displayed on the workstation monitors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a camera connector. System operates as intended.